Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the united states food and drug administration.

Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded discrepant results of >5 versus the comparative instrument at the coumadin clinic. I-stat: 5.0. Stago: 3.13. Based on the info available at the time, there were no injuries associated with this event.